Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the vibrating, weird screeching noises or the constant tone due to the blank display. The pump had minor scratched lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that the pump was submerged for a little bit. The pump had a blank display, screeching noises and constant tone. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.